Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation and balloon and blood in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a longitudinal tear from the proximal to distal ends of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: under 18 years.

Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.